Event description:
It was reported that during a cholecystectomy procedure, the clips didn't close properly. It was used a ligaclip: the clips were ejected malformed. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining (B)(4) clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. No malformed clips were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.